Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion sites 10 times while wearing the devices for longer than 48 hours at various pod infusion sites. The patient reports their pod infusion sites have a swelling as well as a bump and turn red then burst with purulent discharge. The patient had gone to their doctor a total of 10 times for the pod infusion sites and was prescribed mupirocin, amoxicillin, augmentin, clindamycin, and a steroid to be taken for 7-10 days.